Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
An email was received in the corporate mailbox on june 4, 2010: on (B)(6) 2010, a patient was seen in the emergency room and diagnosed with peritonitis. The patient with this report used dianeal ultrabags. The gram stain showed gram positive (B)(6) in chaines with a culture results strep. The physician at the facility feels there is product failure that caused the peritonitis.

Manufacturer narrative:
(B)(4).sample was not available as the patient and product is unknown.